Manufacturer narrative:
Date of event: the event occurred on an unspecified date in 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿the volume of liquid that fills the patient's line exceeds the limit and generated leakage of liquid through the seal of the line¿. This was observed during fill of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h4, h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.